Manufacturer narrative:
H3: the system was serviced in the field, and the generator failed during extended rad gain calibration. The medtronic representative (rep) found error 40 in the sedecal log. They weren't able to duplicate it. Gain cals were all completed and they performed multiple hd spins with no error. Codes b01, c13, d07 are applicable to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site went to complete the fluoro and rad gain calibrations after two cases were completed without issue and the system made a loud sound and then would not move. This occurred after completing the fluoro gain calibration and as they were starting the extended rad gain calibration. He rebooted the system and heard the rotor move like it was going to initialize, but then the radiation disabled symbol appeared and it remained in "initializing systems, please wait." No patient was present.